Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2018 a mitroflow valsalva conduit mvc028 and crown aortic heart valve prosthesis were implanted to treat an aortic root aneurysm. It was reported that during the procedure the purse string snapped when pressure was applied to secure the crown valve. It was reported the suture broke while the first know was being tied. The crown valve was sewn into the conduit with 4.0 prolene and implanted.

Manufacturer narrative:
Additional information was received on june 11, and again on june 13th. This information has been included in an updated event description in section b5. This MDR has already been submitted july 10, 2018 and resubmitted due to missing 3rd acknowledgment.

Event description:
On (B)(6) 2018 a mitroflow valsalva conduit mvc028 and crown aortic heart valve prosthesis were implanted to treat an aortic root aneurysm. It was reported that during the procedure the conduit suture attached to the sewing ring of the valve snapped when pressure was applied to secure the crown valve by bringing the conduit cuff over the sewing ring. It was reported the suture broke while the first knot was being tied. The crown valve was sewn into the conduit with 4.0 prolene sutures and implanted. The broken suture added 4 minutes of x-clamp and cpb time to the procedure and the patient outcome was not affected. The patient was discharged in the usual time.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the additional information received and reported on (B)(6) 2018 the event added 4 minutes of additional x-clamp time to the procedure and there were no adverse effects to the patient. Because the device was implanted no further investigations are possible at this time. The DHR review confirmed the device met all required standards at the time of manufacture and release. At this time the root cause of the event cannot be established.